Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with signs of fluid ingression at the base of the pump. The customer's reported problem regarding "pump showed lec 1861 code" was able to be duplicated. Power up of the pump displayed lec 1861. Simulated use was able to download event log and read out the pump error log, unable to run the pump. The pump was opened and motor current measured. The motor current measured greater than manufacturing specification. The 1861 error is "slow charge timeout". Visual inspection of the main processing board found corrosion. The main processing board will be replaced to address the recorded 1861 error. The downstream sensor will also be replaced due to the fluid ingression.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump displayed error 1861. There was no patient involvement.